Event description:
Clinical information: crd_806 - pfo occluder pas, patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using a 8f amplatzer talisman delivery sheath. During procedure, a 9000 units of heparin was administered. The device was successfully implanted. After the procedure, a right femoral hematoma mildly painful on palpation, an computed tomography (CT) abdomen was performed, no report of active blood spillage was noted.

Manufacturer narrative:
D4 - the UDI number is not known as the part and lot numbers were not provided. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of hematoma post procedure was reported. Information from the field indicated that during procedure 9000 units of heparin was administered. Information from field also indicated no active blood spillage was noted and there was no intervention performed to treat hematoma. The patient was reported stable. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all defined manufacturing specifications. Based on the information received, the cause of the reported incident could not be conclusively determined but could be due to the patient's movements after procedure. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(6), patient site ID: (B)(6). It was reported that on (B)(6) 2024, a 25-18mm amplatzer talisman pfo occluder was chosen for implant using a 8f amplatzer talisman delivery sheath. During procedure, a 9000 units of heparin was administered. The device was successfully implanted. Few hours after the procedure, a right femoral hematoma mildly painful on palpation, an computed tomography (CT) abdomen was performed, no report of active blood spillage was noted. The physician confirmed the hematoma was noted at the delivery system access site. There was no intervention performed to treat hematoma. The pateit was reported stable.